Event description:
Patient had a laparoscopic adjustable gastric banding performed three years ago. The implant was an allergan lap-band ap std with access port ll, ref: # b-2260. History and physical states "presents with apparent erosion of the lap band on CT scan". Patient recently had surgery for removal of adjustable gastric band, intraoperative egd, closure of suspected fistula tract in mesocolon and on lesser curve of the stomach, and abdominal abscess cultures x2. The pre-op diagnosis was "possible erosion of the lap band, abdominal abscess". The post-op diagnosis was "infected lap band with suspected fistula". Admitting diagnosis to hospital was "abdominal abscess, infected lap band".